Event description:
It was reported that the pump¿s sleep/wake button did not respond to touch, though the device powered when placed on a charger and later woke when the user performed a remote restart and used a full-second press on the button. Symptoms included no adverse clinical effects. Outcomes included no change in therapy, no alerts or alarms, and continued use after education on proper button press duration. Investigation included remote troubleshooting and user education regarding correct button activation technique. Investigation of this case revealed that the device responded as designed when the sleep/wake button was pressed and held for the required duration, indicating user technique rather than a hardware malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user technique associated with normal device operation.